Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion event on (B)(6) 2024 after 3 or more hours of insertion. Infusion set has been used for less than 48 hours. No further information available.